Event description:
It was reported that the patient presented for an implant procedure. During the procedure, after the right ventricular (rv) lead was positioned, high capture threshold was noted. An attempt to reposition the rv lead was made and it was noted that the helix of the rv lead had failed to retract, and the lead exhibited decreased in impedance and r-wave sensing values. Repeated attempts made to retract the helix had caused it to be damaged. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.